Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient underwent a revision procedure intended to revise the right ventricular (rv) lead. During the procedure, when the electrophysiologist pulled the device out of the pocket, an insulation abrasion was observed on this atrial lead. The field representative confirmed the lead was functioning great and impedances were stable, but a 3 inch abrasion was observed. The patient died during the procedure due to complications with extracting the rv lead, but the atrial lead was never removed from the patient after she passed away.